Event description:
It was reported that an ilet bionic pancreas became unresponsive on the touchscreen and would freeze on the cgm graph after unlock despite multiple restarts, consistent with a device key/button input failure associated with the touchscreen; the user wears a dexcom g7 and had backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a software problem associated with the touchscreen input, aligning with a key or button unresponsive malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.